Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be determined, however it is likely the following led to the malfunction: one of the scopes is not working properly. The indication of 'scope communication error' on the display suggests that this malfunction may be attributed to the faulty scope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed error code b30. Multiple scopes were attempted with the same issue. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer confirmed that they powered down the system before trying different scopes. The error persisted. Tac advised the customer to power down both the cv-190 and the clv-190 before disconnecting and connecting the scope to allow the error to reset. The customer wiped down the scope, but not with alcohol. The customer said they would try to wipe down the scope with alcohol. The customer stated they had already reset the communication cables in the back of the unit. Subsequently, in a follow-up conversation, the customer reported that they had investigated the issue and determined that one of their scopes was not working but did not have any information on the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.